Event description:
Device malfunction: vessel locator button failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the physician depressed the vessel locator button twice before the vessel locator wings would deploy. Advancing the thumb advancer failed because the vessel locator button would not engage. The devices was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.